Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio examined the device's battery pins, as well as the battery wire harness and no discrepancies were observed. Physio will complete other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit will be returned to the customer for use.  Physio downloaded the electronic patient records from the event and was able to confirm that the device did lose power multiple times; however, the cause of which could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event involving a patient. The customer further advised that the loss of power appeared to occur following the nibp button being pressed. Medical personnel were attempting to monitor the patient at the time of the event. The patient's outcome was not reported.